Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d1, d2a, d2, d4, d.9, g4, h.3, h4, h.6. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on the device. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "deflation" of a saline device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.